Manufacturer narrative:
Based on the additional information provided, this event no longer meets reportability requirements and is deemed not reportable.

Event description:
Additional information received indicating that the capsule damage requiring vitrectomy was noted before the iol implant procedure. Due to a bent haptic, the surgeon implanted a backup iol of a different model into the sulcus. It was reported that the procedure resulted in a good outcome.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the iol optic had been torn nearly in half. One haptic was broken off, with only a small portion of this haptic remaining attached to the optic; the other haptic was bent. The cause of the damage could not be determined, and due to the damage functional testing could not be performed. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, an intraocular lens was implanted and due to folding issues, had to be removed. The incision was enlarged to remove the lens and a vitrectomy was performed. A different model lens of an unknown diopter was successfully implanted. Additional information has been requested.